Manufacturer narrative:
Product analysis: analysis was able to confirm that the battery drawer of the external pulse generator (epg) would not latch noting that the battery release assembly on the lower case was out of mechanical specification. Analysis also noted that the lower case was broken, five case screws were contaminated, the hanger screw was contaminated, and an error was found in the log data. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the door of the battery drawer of the external pulse generator (epg) would not close and was cracked. The epg was returned for service. There was no patient involvement.